Event description:
Events occurred during the 1500 hour as follows: 1. ECMO specialist noticed negative art flow in parallel with ECMO primer noticing backward flow 2. Patient clamped off immediately - hand cranking resumed 3. Clinicians started troublesthooting a. Reset qws - tried getting sweep gas to connect to tanks but was running short on tubing, so did not do a hard reset from the bottom of the frame b. Went into admin mode to ensure they had counterclockwise selected, swapped to clockwise, unclamped, no change. Went back to counterclockwise, no change. C. Swapped out roller pump unit while remaining on same frame/qws/qvm d. Regained forward counterclockwise flow 4. Red herring - this was immediately after a raceway walk and prior to starting, specialist turned down flow to "off", there was still a whiff going through so primer tapped the stop button (prior to lifting lid), screen notification popped up and specialist quickly tapped yes. The clinicians troubleshot together and there was no patient harm.